Manufacturer narrative:
The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor did not infuse. This issue was further described as, ¿the infusor bottle was full¿. This was observed during 46-hour ambulatory chemotherapy infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.